Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652, lead, (B)(6) 2010. (B)(4). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that approximately four years after implant, the patient presented with erosion at the device pocket and local infection. The implantable cardioverter defibrillator (ICD) and two leads were explanted. During the extraction the superior vena cava (svc) dissected requiring open chest repair. The patient also experienced a pericardial effusion and hemothorax. No further patient complications have been reported as a result of this event.